Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 225 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer stated the top part pf the screen is missing after the insulin pump fell. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm could be verified and the functional testing could not be performed due to a detached end cap. The motor was tested outside of the device and passed. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken battery tube threads, a missing end cap sticker, missing display window and cracked case at the reservoir tube window corner.